Event description:
The patient reported receiving an e6 (mechanical) error on his infusion device and he stated that the infusion device does not properly display the e8 (power interrupt) error, a1 (battery low) alarm, or the e3 (battery depleted) error. The battery had been in use for 1 week. He stated that after the e6 error ,he changed the battery and the error recurred. He inserted the battery into his backup infusion device and had no further issues. No physiological effects were reported. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.